Manufacturer narrative:
It was reported the needle cored the rubber stopper. A device history record review was completed by our quality engineer team for provided material number: 305180 and lot number: 4212676. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd needle 18x1-1/2 blunt fill needle cores the stopper. The following information was provided by the initial reporter: on 3 separate occasions, I drew up some meds using a red, blunt fill non-coring needle and drew up what looked like rubber stopper into my med. I have never had this happen to me prior to this event. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. None reported. I used it on 2 ondansetron and on a lorazepam vials. I used a different needle every time. I probably went in between a 45 and a 90 degree angle. I didn't change anything in my practice though. I have been drawing up meds for 5 years and never had a problem with them.